Manufacturer narrative:
Visual inspection was performed on the returned device. The reported complaint was confirmed as a balloon separation was noted on the returned device and the separated portion was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaint could not be determined. Return device analysis noted that the outer member was separated distal from the guidewire exit notch and the inner member was separated distal from the guidewire exit notch. The material at the separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). In this case, there is evidence that the balloon was initially present on the device. Possible factors that may contribute to a missing balloon may include, but not limited to, manufacturing damage, damage during sheath/stylet removal, user attempts to remove against resistance and physician applies excessive force against resistance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated h6: medical device problem code 1562 was corrected to 2306.

Event description:
Subsequent to the initially filed report it was stated that the device was flushed with saline which may have contained blood but the device was not advanced onto a guide wire or guiding catheter. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening the 4.0x23 mm nc trek balloon dilatation catheter (bdc), the balloon including the markers were not on the device. The device was not used and there was no patient involvement. A new nc trek bdc was used to complete the procedure. There was a delay in the procedure; however there was no harm to the patient. No additional information was provided.